Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and absence of alarm. The customer's blood glucose value was unknown. Customer reported scratches on pump and after battery change rejected or drained battery when new. Customer reported no delivery alerts for a week also light and contrast doesn¿t turn on also sometimes does not alert when reservoir was low. The devices will not be returned for analysis.